Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) passed away in his sleep. The patient was already embalmed. The family and two physicians are asking for an interrogation. It was noted that shock lead impedances measured 150 ohms, after a 41j shock, shock lead impedances measured 110 ohms. The field representative is going to interrogate the device. Technical services (ts) recommended saving everything including the memory dump so we can have all the data. Review of a stored ventricular episode on the date of the patient's passing found therapy was exhausted. Eight shocks given in the ventricular fibrillation (vf) zone and were not successful. Sensing appears to be very good with very few missed beats and there was no delay to therapy. Shock lead impedances were noted to be out range measuring greater than 125 ohms. Additionally, the remote monitor is at the funeral home with a red call doctor light, the field representative wanted to know why the transmission was not sent via the landline. Ts recommended to follow-up with latitude. A save to disk was performed as they wanted to determine how much energy was delivered. Latitude customer service did confirm the last device transmission. Ts discussed data analysis and informed data could not be determined whether a full shock with both phases was delivered from the latest shock using the hardware register. The most recent shocks were within range; however, they cannot determine the amount of total energy delivered for the earlier out of range shocks. The representative wanted to know if any of this information could be obtained through the device if it is not available with the data submitted and ts noted the data is not able to be obtained. It was noted that the shock lead impedances being out of range has been an ongoing issue since 2020.